Event description:
It was reported far field r wave oversensing was noted on a stored electrocardiogram. Reprogramming was recommended.

Manufacturer narrative:
All info provided by MFR, no medwatch form was received. This historical complaint is being files as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.